Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 392 mg/dl. The contact thought that the customer was not receiving insulin via the pump. The contact indicated that there have been no pump alarms. The contact declined tandem technical support's offer to perform a system check to confirm if the pump is functioning properly. Later that day, the contact stated that the customer's bg had dropped to a stable/normal reading of 132 mg/dl.